Event description:
The coil prematurely detached inside the microcatheter as the physician attempted to remove the device. The device and catheter were removed as one unit from the patient. There was no clinical consequence to the patient.

Event description:
The coil prematurely detached inside the microcatheter as the physician attempted to remove the device. The device and catheter were removed as one unit from the patient. There was no clinical consequence to the patient.

Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. The device was returned inside the microcatheter used in the procedure. Visual inspection found that the main coil was not attached to the pusher wire and was contained inside the microcatheter. Inspection of the pusher wire noted no anomalies. The main coil was removed from the microcatheter using a 0.0184" mandrel. The proximal end of the coil was found to be extensively stretched. Microscopic inspection of the pusher wire found that the polyethylene tetraphthalate (pet) junction was not broken and was still intact. The pet was noted to be still attached to the inner coil and it appeared that the main coil had been pulled out of the pet junction. No other anomalies were noted to the main coil. From the information provided and the investigation, it is likely that when force was applied in an attempt to withdraw the device from the microcatheter the main coil became stretched and pulled out of the pet junction as the pusher wire was withdrawn. Therefore, the most probable cause of the reported premature detachment is operational context.

Manufacturer narrative:
Additional information from the user facility stated that no attempt had been made to detach the coil via electrolysis. However, force was required to withdraw the coil from the catheter although no resistance was reported to have been encountered.